Event description:
A user facility reported that a video defect occurred with the hd autoclavable camera head. During a standard service inspection of the customer returned device, no image appeared due to flooding of the imaging part. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, no image appeared due to flooding of the imaging part. In addition, cable flooding and twist were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section g3. The aware date should be 02-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. It is possible that the image failure occurred because water leakage was found inside the cable, resulting in a faulty imaging unit. Olympus will continue to monitor field performance for this device.